Event description:
Related manufacturer reference number: 2017865-2021-38208. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) and right atrial (ra) lead exhibited a failure to sense and a failure to capture. Upon a chest x-ray, it was observed that the rv and ra lead exhibited dislodgement. No resolution was taken. The patient was stable.

Event description:
New information noted that the right atrial lead (ra) was capped and the right ventricular lead (rv) was explanted and replaced on (B)(6) 2024. There were no patient consequences.